Event description:
Per report, "customer called in stating the nebulizer turns on but is not strong enough to blow out the air. Customer does not have an email or locate a lot/serial number."

Manufacturer narrative:
Per report, "customer called in stating the nebulizer turns on but is not strong enough to blow out the air. Customer does not have an email or locate a lot/serial number." The customer also reported that they called in the day the nebulier stopped blowing out air. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.